Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced an insulin flow blocked alarm and bent cannula issue on (B)(6) 2026.the patient experienced hyperglycemia of 300mg/dl the patient received treatment with insulin via pump. No further information is available.